Event description:
It was reported that during surgery, the tips of 2 units fell into the surgical area. Only 1 tip could be retrieved. It was further reported that the surgery was finished using a 3rd unit. The pt was not impaired.

Manufacturer narrative:
Two units from lot 10173ae2 were implicated in this event. Additional info will be provided once the investigation is completed.